Manufacturer narrative:
Result code 114 will replace 3221; conclusion code 61 will replace 92. The customer reported that the connections were not tightened properly prior to use. The instructions for use provided with this device indicate that the user must ensure that all in-line luer connections are secure prior to use. The cause of the disconnection was determined to be a use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clealink system continu-flo solution set disconnected. During infusion with an unknown medication solution, the IV tubing ¿fell apart¿ and the patient bled out of the line (total amount of blood loss unknown). It was reported, the connections hadn't been tightened enough which led to the tubing falling apart. There was no product damage or its packaging noted prior to use. On an unknown date, the patient required a blood transfusion as treatment. The patient was also transferred to a higher level of care. The patient outcome and recovery status were not reported. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.